Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that a customer had received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The contact thought that the customer may have loaded cold insulin into the cartridge and was possibly the cause of the occlusions. Although requested, additional patient, pump and event information was not provided.